Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported in a rhapsody study, that post procedure, the patient experienced hypotension in post-anesthesia care unit (pacu). The patient verbally reported feeling funny in the upper chest area near the neck, along with some pressure. However, she did not describe it as chest pain when asked. A limited echocardiogram was ordered, and no pericardial effusion was noted. The patient fully recovered and blood pressure when discharged was at 110/66. No further information is available.